Event description:
It was reported that the user awoke to a low glucose alert on the ilet system while using a dexcom g7 sensor, consumed two cans of soda for treatment, later obtained a fingerstick reading of 88 mg/dl, and experienced a brief sensor issue for which they were advised to wait for reconnection. Symptoms included feeling clammy consistent with hypoglycemia. Outcomes included the need for oral glucose as an unexpected medication intervention. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no findings were available and there was insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.